Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time.

Event description:
As reported, in this introflex introducer the hemostasis valve was disconnected at the side port. The introducer was placed in the operating room with no issues, however, upon patient transfer to the intensive care unit it was noticed that it was leaking. The swan ganz was not attached to the introducer when the issue occurred. It is unknown exactly how much blood was lost due to the leakage. Unfortunately, the introducer was thrown away and is not available for evaluation. The customer reported that this incident was due to a user error and not a product failure. The clinician did not tighten the hemostatic valve to the introducer. There were no patient complications reported.